Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis -the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle hole in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer ¿recent scans showed no drainage so valve was explanted.¿, could be due to biological debris and protein build up interfering with the valve, at the time of investigation the no occlusions were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus small & ra w/sg was implanted a few months back with setting of 2 or 3. Recent scans showed the valve was not flowing and was clogged. The valve was explanted on (B)(6) 2021. The doctor tested himself after removing it and noticed it was clogged and could not push any fluid through the valve. The patient is doing fine.